Event description:
A malfunction alarm with code malf 12 was reported and the issue was successfully addressed following assistance provided for resetting the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was informed that they could continue using the pump but should contact support if the malfunction code reappears, which was confirmed to be understood.